Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling, in a laparoscopic bowel resection, there were some staples that did not close entirely on two devices. It felt like the devices did not deploy correctly. Bleeding was noted along the staple line. Diathermy was then required to correct the bleeding.